Event description:
On (B)(6) 2024, it was reported by a sales representative via (B)(4) that an ar-9676 angled reamer, drive shaft and an ar-9597-20 angled reamer sleeve, 20° had an issue at the end of the reaming for the augment. It seemed to lock up and the outer sleeve was popped off a bit from the inner sleeve and seems it created some spurs and cuts (see photos). They were able to finish the case without any issues. This was discovered during a revers augmented mgs shoulder replacement procedure, with no reported patient harm. Additional information was received on 12/03/2024: this was discovered during a revers augmented mgs shoulder replacement procedure on (B)(6) 2024.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information. Complaint allegation is confirmed. One unpackaged ar-9597-20 angled reamer sleeve, 20° lot number: 37622246 was received for investigation. Visual evaluation noted damage to the shaft of the device with scratches observed on the surface. Striations were also noted within the internal diameter of the device. Functional testing with a known good ar-9676 angled reamer drive shaft noted friction and resistance when attempting to insert the drive shaft into the sleeve. The most likely cause for the reported failure can be attributed to misuse due to interference with the mating part.